Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 438 mg/dl with abdominal pain, extreme thirst, excess urination and a large amount of ketones. The reporter also indicated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient remained on insulin pump therapy. The health care provider for the patient allegedly adjusted the bolus settings on the pump. It was also indicated that the user was overriding the dosage recommended by the bolus calculator feature of the pump. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the last bolus delivery by the patient was 1.10 units and took place on (B)(6) 2016. An ezcarb and ezbg bolus was manually calculated and compared to the pump¿s calculations, which were correct. The pump bolus calculation feature functioned appropriately. A review of the pump total daily dose values revealed that they accurately reflected the user programmed rates. A delivery accuracy test was performed and passed with no defects in delivery found. The pump delivered within the required range. No interruptions in delivery, errors, alarms, or warnings were observed during 24 hour testing. The complaint was not duplicated, and no defect was found. (B)(4).